Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds since implanted possibly caused by a patient condition. The lead was then turned off to conserve battery consumption. Couple of months later, the lead got dislodged form the coronary sinus and was replaced with another lead. Additional information obtained from the field representative indicated that the lead was found dislodged during a routine check as the lead was not capturing and sensing. No additional adverse patient effects were reported.